Event description:
It was reported that the patient¿s pump was filled with incorrect medication. The pharmacy sent the healthcare provider¿s (hcp) office medication that was not preservative free and that contained dextrose for a pump refill. The hcp called the patient into the office on 2013 (B)(6) and changed the medication out after performing a reservoir rinse. No patient symptoms were reported. The device system delivered baclofen, dilaudid and bupivacaine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).